Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ cyst: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side device rupture, cyst and enlarged lymph nodes diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy

Event description:
Healthcare professional reported left side device rupture, cyst and enlarged lymph nodes diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.